Event description:
The device was used during a lab anterior resection procedure. Reportedly, the instrument broke and disengaged into the patient's cavity. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.